Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to paraplegia. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In a review of published literature, these findings were noted:&#65533;@ takeshi sakaguchi, et al. "Paraplegia following elective endovascular aortic repair of an infrarenal aortic aneurysm." Japan journal of vascular surgery, 2013, 22, 45-48. On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure ended successfully. When the patient awoke from the anesthesia, he presented with paraplegia. Cerebrospinal fluid drain was performed, and the medication treatment also began. No improvement in the symptom was observed. On (B)(6) 2010, the patient started with rehabilitation. On (B)(6) 2010, CT images showed a partial right kidney infarction. On (B)(6) 2010, the patient was transferred to a different institution for the continuous rehabilitation. It was reported in the literature that the patient had severe atheroma and calcium on the aortic wall as well as the history of multiple percutaneous coronary interventions. The author noted in the literature the possibility in which some of the intercostal arteries were occluded preoperatively due to the patient's history of multiple pci's. Additionally, the author noted the possibility in which collateral arteries to spinal cord were not well developed due to the patient concomitant severe diabetes. Because the patient had severe atheromaous aorta and developed the right renal infarction postoperatively, the author suspected the spinal cord infarction was caused by atheromatous embolization of spinal artery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.